Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control, and specifications, and visual inspection and functional testing of the returned device were conducted during the investigation. A document based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. A functional test was performed and the unidex (udh) handle did not actuate the basket formation. A visual examination noted the support sheath and the basket sheaths were detached, minimal adhesive was noted on the basket sheath. The collet knob was tight and secured. The mlla (male luer lock adaptor) was tight. There were no kinks noted in the basket sheath. Based on the available information, a definitive root cause cannot be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician tried to advance an ncircle tipless stone extractor through the basket into the flexible ureteroscope prior to use. However, it was discovered that the basket would not open. The physician completed the procedure by using another device. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested regarding the failure of the device.